Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; value was not provided. High bg cause was not known. Customer administered a correction bolus via the pump, set a temporary basal rate, and changed the infusion sets to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.